Event description:
During the index procedure one endeavor sprit rapid exchange (rx) drug eluting stent was implanted in the 2nd obtuse marginal. The patient was free of symptoms at the 30 day, 6 month, 1 year, 1.5 year, 2 year, 2.5 year and 3 year follow up. It was reported that the patient had a non q wave mi approximately 3 years and 10 months post the index procedure. A revascularization of the target vessel (the prox lcx) was carried out 1 day post the previously reported mi, a non- medtronic stent was implanted. The investigator has indicated the event was not related to the study stent. At the 4 year follow up the patient had unstable angina.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (mi). (B)(4).